Event description:
This is an adverse event occurring in a patient in the (B)(6) registry with 12 cm of barrett's esophagus containing high-grade dysplasia. Patient was treated with rfa on two occasions without adverse event. Eight months after the second rfa, patient underwent routine endoscopy and was found to have a stricture despite having no symptoms of difficulty swallowing. This was dilated one time. Physician stated that this resolved the stricture and the patient had no symptoms. Per the registry protocol, the physician deemed this as mild severity, probably related to the procedure, and not related to any device malfunction.